Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and while attempting to advance the catheter there was resistance from the heart. Catheter advancement was attempted multiple times into the right atrium. The medical team didn't attempt to manipulate the catheter. The medical team pulled the catheter out of the body and it appeared that the tip of the catheter has a knot in it; it appeared as if the distal end was bent after removal. The catheter had been stuck in a contracted position. Upon replacing the catheter the issue was resolved and the procedure continued. No patient consequences were reported. The catheter stuck in a contracted position is MDR-reportable.